Event description:
The customer stated that she received some normal control test results that were high, out of specification. While troubleshooting, she performed control tests and received a result of 281 mg/dl. The normal control range was 111-153 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.